Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. On operational check, it was confirmed that the screen display was in english, and the system was unable to operate. After reviewing the event history, an error code indicating an abnormal software version was confirmed. As a result, a software re-update was carried out, and it was confirmed that the screen display issue was resolved and the system operated properly. The device's software was upgraded from 1.06.05.00 to 1.06.10.00. To address the issue.